Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was suspected that this right ventricular (rv) lead and deactivated non boston scientific rv lead were exhibiting lead on lead noise and oversensing on both the rate sense and shock channels. Technical services (ts) discussed this was unlikely however, should continue to monitor. It could not be determined if the patients rhythm was coming through the noise. Ts suspected this patient underwent a surgical procedure on that day and time. This rv lead remains in service. No adverse patient effects were reported.